Event description:
Reporter stated the head of the infusion set leaks insulin after 1-2 days of use. The customer reported her blood glucose increases, and she can feel the infusion set is wet and sticky with insulin. The alleged product was requested for evaluation. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.